Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that a q-syte closed luer access device experienced flow issues during use. The following was reported by the initial reporter: "on (B)(6), 2021, district 112 found that the q-syte was blocked and unable to transfer fluids while using the joint from bd medical devices (shanghai) co., ltd. It was stopped using immediately, the joint was sealed and delivered to the medical equipment department. Contact the supplier and send it back for identification ".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a q-syte closed luer access device experienced flow issues during use. The following was reported by the initial reporter: "on (B)(6) 2021, district 112 found that the q-syte was blocked and unable to transfer fluids while using the joint from bd medical devices (B)(6) co., ltd. It was stopped using immediately, the joint was sealed and delivered to the medical equipment department. Contact the supplier and send it back for identification "